Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results within risk stratification range for three patients generated by the unicel dxc 600i synchron access clinical system. The samples were re-centrifuged and repeated; the results were within the normal reference range. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were collected in 5 ml plastic bd lihep plasma tubes. The samples are centrifuged for six (6) minutes at 10,000 rpm at room temperature. Qc was within the customer's established ranges pre and post the event. Customer technical support (cts) verified that no errors were posted to the event log in connection with this event. A bci field service engineer (fse) performed a preventive maintenance on the instrument. Fse replaced the incubator belt due to missing tooth. A clear root cause has not been identified for this event.